Event description:
Allegedly the surgeon implanted the incorrect size.

Manufacturer narrative:
Conclusion: user error contributed to event.

Manufacturer narrative:
This is a reportable user error. During a retrospective review of files, we determined the inciden to be reportable.